Event description:
Born to mother with silicone breast implants that leaked. Silicone crosses the placenta. Breast fed for 6 months. Silicone contained in breast milk. Arthritis, lupus, rashes, esophageal mobility problems, and urinary tract problems.